Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not printing reports and received logon failure. The technical support specialist found that the account has expired password. Resetting the password resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not printing any reports and unexpected error occurred. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.